Event description:
As reported, the shipping box containing a box of 5f infiniti judkins left (jl) 3 diagnostic catheters, a box of 5f infiniti judkins left (jl) 3.5 diagnostic catheters and a box of 4f infiniti super torque highflow judkins left (jl) 4 diagnostic catheters was split in half an taped back together and the catheters were kinked and bent. The sterile pouches received were compromised. The condition was noted upon arrival. There was no reported patient injury. The images were reviewed and they show the shipping box label and two invoices. Images of the damaged box or devices were not provided. Five images were provided and they show the shipping box labeling, order invoice, an damaged shipping box that has been opened. Three outer boxes are seen and they show a compressed/torn condition. The shipping box is shown in another image with bends and a tear noted. The last image shows the shipping box with an accordion condition. None of the images show a box that has been split in half. The devices will not be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the shipping box containing a box of 5f infiniti judkins left (jl) 3 diagnostic catheters, a box of 5f infiniti judkins left (jl) 3.5 diagnostic catheters and a box of 4f infiniti super torque highflow judkins left (jl) 4 diagnostic catheters was split in half and taped back together and the catheters were kinked and bent. The sterile pouches received were compromised. The condition was noted upon arrival. There was no reported patient injury. The images were reviewed and they show the shipping box label and two invoices. Images of the damaged box or devices were not provided. Five images were provided and they show the shipping box labeling, order invoice, and a damaged shipping box that has been opened. Three outer boxes are seen and they show a compressed/torn condition. The shipping box is shown in another image with bends and a tear noted. The last image shows the shipping box with an accordioned condition. None of the images show a box that has been split in half. (B)(4). The devices were not returned for evaluation, but the customer provided five images. The images show a shipping box that is damaged/crushed in the middle section, which also caused damage to the outer packaging of the cordis product. No additional details were observable in the image provided. (B)(4). A review of the manufacturing documentation associated with lot 18481890 presented no issues during the manufacturing process that can be related to the reported event. The reported events of ¿packaging/pouch/box frayed/split/torn outer box, catheter (body/shaft) kinked/bent¿, and ¿packaging/pouch/box compromised sterility¿ were not observed through analysis of the images received and were unable to observed as the devices and their packaging were not returned for evaluation. During image review a ¿packaging/pouch/box compressed/crushed shipping box and packaging/pouch/box compressed/crushed outer box¿ were noted as the shipping box was found damaged/crushed in the middle section which in turn caused damage to the outer packaging of the product. Based on the information available for review and device history review, unspecified shipping and handling, factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, "devices should be stored in a cool, dark dry place. If there is any discrepancy in the devices shipped, cordis should be notified. If there is any further damage to the packaging, the device should not be used. Do not use if package is open or damaged.